Manufacturer narrative:
The t:slim x2 user guide states, ¿before taking a blood glucose measurement for calibration, wash your hands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low", and the meter bg reading was 118 mg/dl. Reportedly, the customer's hands were not washed prior to testing bg levels for calibrations. No additional patient or event information was available. Customer performed a calibration and cgm readings became accurate.